Event description:
It was reported that the device tip broke at the notch. Excess bursa inhibited visibility to determine where the needle was lodged. The surgeon concluded the needle was lodged in the tendon; it was not retrieved. No x-ray was taken. Operative site was right shoulder; procedure was rotator cuff repair. Case was completed by utilizing another needle. No further patient information was provided at the time of this report or in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but it was reported that it had been discarded into the sharps container and could not be returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The most likely causes of this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. A new labeling statement is being placed on the device package, instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.